Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature would not read on the arctic sun device. They have already tried a few probes. They would read on the bedside monitor. Confirmed the temperature in cable was connected to temperature port 1. Suggested replacing the temperature in cable. They were going to try to locate another cable and stated they would call back if not resolved. No further calls.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty temperature in cable. Serial number (B)(6) for the arctic sun device is included for reference purposes only they have already tried a few probes. They would read on the bedside monitor. Confirmed the temperature in cable was connected to temperature port 1. Suggested replacing the temperature in cable. They were going to try to locate another cable and stated they would call back if not resolved. No further calls. Per additional information received, it was reported that the cable was temporarily replaced with a cable from another device and the patient was able to complete therapy. The manager also ordered a brand-new cable for the device. No further issues were reported. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot/serial number is unknown. No additional actions can be taken at this time. Corrections: d, e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's temperature would not read on the arctic sun device. They have already tried a few probes. They would read on the bedside monitor. Confirmed the temperature in cable was connected to temperature port 1. Suggested replacing the temperature in cable. They were going to try to locate another cable and stated they would call back if not resolved. No further calls. Per follow up information received via task on 24jun2025, spoke via phone on 24jun2025. It was reported that the cable was temporarily replaced with a cable from another device and the patient was able to complete therapy. The manager also ordered a brand-new cable for the device. No further issues were reported.